Event description:
The pt began to experience pain and swelling at the surgical site following surgery for recurring right inguinal hernia in 2002, which continues today. Their surgeon has prescribed the use of an non-steroidal anti-inflammatory medication to treat the symptoms. The pt was tested for any possible recurrence of hernia, but that test was negative.